Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported a secondary antibiotic yellow in color (believed to be amphotericin), was found backing up into the primary bag. It appears that the check-valve failed. There was no pt harm or medical intervention required. Customer stated that no further pt or event info is available.